Event description:
Patient with a complicated history including a ruptured posterior fossa arteriovenous malformation status post (s/p) posterior fossa craniectomy and intraparyenchymal hemorrhage evacuation. Eleven days earlier the patient went to the for an endovascular treatment of an arteriovenous malfunction (avm). Per dictation, "...following termination of the onynx-18 infusion, the physicians prepared to withdraw the microcatheter from the patient. Using gentle traction, while aspirating on the catheter, physcican attempted to withdraw the microcatheter from the patient. As they exerted additional force on the microcatheter, the superior cerebellar artery appeared to deflect from it's baseline position. Under constant fluoroscopic guidance, traction was maintained on the microcatheter. It was then noted that there was a sudden decrease in tension of the microcatheter, which had fractured in the proximal vertebral artery. The proximal portion of the microcatheter was thus free and removed from the patient. The retained portion of the microcatheter remained in place in the left superior cerebellar artery, adherent to the onyx. The 6-french groin sheath was left in place with the plan for future intra-operative angiogram."